Manufacturer narrative:
Based on the information reported to davol, the patient underwent a procedure that included implant of a xenmatrix graft at an unknown date. A second graft was later implanted during another procedure. On (B)(6) 2011, the doctor noted the graft was split down the middle and the patient underwent open explant of graft material. Currently, it is unknown whether the grafts may have contributed to the reported event. No medical records have been received and no sample has been returned for evaluation. Without further information regarding the patient's course of treatment, no conclusion can be drawn.

Event description:
Based on information reported to davol: patient underwent xenmatrix implant. Patient underwent second piece of xenmatrix implant. On (B)(6) 2011 - the md noted the graft was split down the middle. The patient underwent open explant of graft material.